Event description:
It was reported that the patient experienced 12 mm of major compression and expired within 24 hours post stent procedure. During a procedure of the chronic totally occluded marginal, access was gained through the septal obtuse marginal collateral retrograde of the right coronary artery (rca). A 2.75 x 38 mm non-abbott stent was deployed mid to proximal at 14 atmosphere (atm) for 12 seconds. A 3.0 x 20 mm non-compliant non-abbott balloon catheter was used for post dilatation of the stent and post dilatation of the proximal edge with one of the inflations, overlapping the edge inflating to 25 atm. The physician wanted to predilatate going proximal to the stent and used a 2.5 x 20 mm non-abbott balloon catheter to 20 atm. Angiography revealed 10-15 mm of compression proximally. Additional predilatation was performed to deliver a guide catheter but it could not pass the area of compression. The guide catheter reached an area far enough to deliver a 3.0 mm x 28 mm promus stent which was successfully deployed and inflated, treating the compressed area. The patient had timi 3 flow. It was noted that two other promus stents were implanted; a 2.25 x 28 mm distally and a 2.5 x 28 mm promus overlapping, mid all the way to the ostium of the left anterior descending artery (lad). These were deployed at 14 atm for 10 seconds. Post dilatation was performed with a 2.75 x 15 mm non-compliant non-abbott balloon at 20 atm. Additionally, the two stents were implanted prior to treatment of the rca. Reportedly, the patient expired within 24 hours unrelated to the rca, however, had stent thrombosis of the lad. No additional information was provided.

Manufacturer narrative:
(B)(4). When the patient returned the following day for thrombus in the non-abbott ostial lad stent, the ramus origin appeared similar to the previous day. Both the lad and ramus vessels were wired; aspiration thrombectomy and balloon angioplasty were performed in the lad. After balloon angioplasty of the ostial lad stent, the origin of the ramus appeared worse and now had decrement in flow, however, due to the placement of the ostial lad stent, a balloon could not successfully be delivered into the ramus and no further pci was performed. It was noted that the patient expired in the cath lab shortly thereafter. Though requested, no additional information has been provided. The other three promus stents indicated are each being filed under separate MFR numbers.

Event description:
Subsequent to the initial medwatch report filed, corrected and additional information was received stating that the patient's index procedure was for interventions to the right coronary artery (rca) and left anterior descending artery (lad) with chronic total occlusions in both vessels; additionally, a dissection/re-entry was used for the lad; retrograde lesion crossing via an obtuse marginal epicardial collateral was used for the rca. A 2.75 x 32 mm non-abbott stent was deployed in the ostial lad with post-dilatation performed with a 2.75 x 12 mm non-abbott balloon catheter; a 2.25 x 28 mm promus was deployed in the mid/distal lad. A 2.75 x 38 mm non-abbott stent was deployed in the proximal rca, however, the ostium required another stent so the proximal stent, which had not expanded well and a residual more proximal lesion in the remaining unstented segment were dilated with a 2.5 x 20 mm non-abbott balloon and a 3.0 x 20 mm non-abbott balloon; subsequent fluoroscopy clearly showed 12 mm compression of the 38 mm non-abbott stent. It was noted that a 3.0 x 28 mm promus was deployed in the ostial rca; a 2.5 x 28 mm promus was deployed in the mid rca, and a 2.25 x 28 mm promus was deployed in the distal rca. It was noted that the origin of a very large ramus intermedius artery had mild disease in it prior to any percutaneous intervention (pci); after the lad ostial stenting, this origin was compromised likely from plaque shift but had timi 3 flow; no pci of the ramus was performed during this first intervention.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. Thrombosis and death are known adverse event as listed in the promus everolimus eluting coronary stent system instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The other two promus stents are each being filed under separate MFR numbers. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4)